Event description:
A hospital in (B)(6) reported, via a distributor ,that they observed a spark at "the connector of the heater wire" in the rt212 adult inspiratory heated breathing circuit. It was reported that the observed spark "didn't affect a pt."

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. Method: the returned breathing circuit was visually inspected. A heater wire resistance test was performed using a multimeter. Results: light brown discoloration was observed on the heater wire plug. The resistance of the inspiratory heater wire was found to be higher than the acceptable range. No lot check was performed as there was no lot check provided. Conclusion: high electrical resistance in heater wires is often associated with insufficient connection between the heater wire and the pin due to improper crimping of the heater wire. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire developed the fault post production. (B)(4).